Event description:
It was reported a patient underwent a kyphoplasty procedure on (B)(6) 2007. During the procedure, an expired one-step osteo introducer was used in the patient. There were no patient complications or adverse events reported. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up with company representative. Product was from trunk stock.